Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. Manufacture date could not be determined without a lot number.

Event description:
Device report received from (B)(6), indicates a pt was implanted with a 3.5mm ti lcp reconstruction plate, 6 holes/84mm. Post operatively plate was noted as broken and was removed from the pt.